Manufacturer narrative:
The fsr attempted to re-calibrate at least three times and the issue remained. He replaced the epgs. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during field installation of the device, the electronic patient gas system (epgs) would not read correct fraction of inspired oxygen (fio2). At 21% the epgs kept reading around 13%. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) could not duplicate the reported complaint. The electronic patient gas system (epgs) was connected to the service use only central control monitor (ccm) and test stand and the readings were checked at various flows and fraction of inspired oxygen (fio2) settings. At 21% the ccm was displaying a reading of 18.6%. The epgs was ran for 45 minutes to an hour with no change. The output oxygen (o2) percent was measured with the servomex o2 analyzer and was found to be within specification. The epgs passed all testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.